Event description:
The resident was in bed and placed in the sling by the cna for a transfer to a reclining geri-chair. The resident's daughter was present in the room during the transfer, when the resident slipped from the sling and fell to the floor making contact with the chassis portion of the lift, causing a laceration to the left cheek and rear left scalp, scratches above the left eye, and a skin tear to the left shoulder. The resident was ordered treatment at the facility (no hospitalization was reported).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR arjo (B)(4)((B)(4)). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) ((B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under registration (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.